Event description:
It was reported that the tip of the metal impactor was broken during a procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Common device name: phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified scratches, nicks, wear and strike marks. The impactor pad was fractured and not all pieces were returned. Analysis of fracture surface confirms that the fracture is consistent with overload fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. This complaint was re-opened due to product return. Review of the returned product confirmed the reported event. The results of the previous investigation have not changed; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.